Event description:
The filter basket broke off during recovery. The physician manipulated the tip to pass the filter through the recovery catheter, through the stent because of the tortuous anatomy. The pt was sent to surgery to recover the filter basket. The pt is doing fine and tolerated the surgery without any problems.